Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the rate/sense channel that was oversensed leading to pacing inhibition. Review of the stored electrograms (egms) noted flatline for two seconds on the shock channel, potentially indicating asystole. All lead measurements were within a normal range.